Manufacturer narrative:
During follow-up, the patient said he noticed no defect or malfunction with the m16 catheters.

Event description:
During follow-up, intermittent catheter patient (user) reported he acquired a urinary tract infection (uti) concurrent with catheter use.